Event description:
It was reported the patient's blood glucose rose to 23 mmol/l (414 mg/dl). The pod was worn on the patient's abdomen for between 24 and 36 hours. As treatment, manual insulin injections were administered.

Manufacturer narrative:
The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. No damages or manufacturing deficiencies found that would result in failure to deliver insulin. The pod was received partially deployed. Inspection of the pod found the linkage assembly to be misaligned. The misaligned linkage assembly did not interfere with insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.